Manufacturer narrative:
Additional information received indicated that the customer started using the replacement pump. The customer had not received any further occlusion alarms and the blood sugar level was good. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 390 to 480 mg/dl. Insulin injections were used to address the bg level. At times, the customer would reset the pump to help clear the alarms. The customer reported that the current occlusion occurred while the pump was disconnected from the customer. Tandem customer technical support (cts) had the customer perform a system check using the current supplies and the pump and tubing appeared to be operating as expected. The customer thought the pump was the cause of the occlusion. The customer was to use insulin injections to manage diabetes. Cts reviewed the pump's t:connect data and there were no issues related to the pump's functionality found.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed in the logs. Device testing found a different issue.